Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2013 due to patient allegations of elevated cocr levels, tissue/bone destruction, pain, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, and clicking. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2013 was due to acetabular cup loosening, metallosis and debris. The operative notes confirm that the acetabular cup, modular head, taper adapter and femoral component were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and blood test results, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-01076/ 01078 & 03376).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2013 due to patient allegations of elevated cocr levels, tissue/bone destruction, pain, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, and clicking. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01076/ 01078).